Event description:
It was reported four days post implant that the patient experienced shortness of breath and diaphragmatic stimulation. Right atrial (ra) lead dislodgement was verified via chest x-ray and device interrogation. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).